Event description:
It was reported tissue damage occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). This was the fourth device that the physician had tried to use on this patient as the previous three (3) attempted were not meeting position, anchor, size and seal (pass) criteria. During the second deployment of the 27mm closure device, while performing the tug test, a foreign object was noted on the transesophageal echocardiography (tee). The physician continued to position the device and completed a third recapture of the closure device to place more anteriorly. The imager noted that the tissue/foreign object was flapping on the tee images. The physician decided to deploy the closure device while in flx ball versus a full recapture and remove the device. The closure device fell into a posterior lobe and had too much shoulder, therefore a full recapture was completed and the was and wds were pulled into the right atrium (ra). Once the closure device was fully recaptured, the object was no longer seen on the tee. The physician removed all devices from the patient and deployed outside of the body. Tissue was noted to be draped on the fabric cap of the closure device. It was suspected that the tissue may have come from inside the laa when the device failed the tug test, as the tissue was noted on the tee imaging right after the failed tug and as the device was recaptured into a flx ball. The case was aborted, and the patient awoke from anesthesia without any signs/symptoms of stroke or deficits and no further complication reported.